Manufacturer narrative:
Investigation results: one accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and that only a small amount of light was coming through. The condition of the returned device confirms the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accutrac 200 laser fiber was opened for use in a urs procedure performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, black spots were found when the laser fiber was inspected under a detection mirror. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device component code relates to device problem code for the reported event of black spots on fiber.mfg site name-(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accutrac 200 laser fiber was opened for use in a urs procedure performed on (B)(6) 2017. According to the complainant, during unpacking and outside the patient, black spots were found when the laser fiber was inspected under a detection mirror. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.